Manufacturer narrative:
Qn#(B)(4). Device evaluation: one guide wire and lidstock were returned. The customer also provided two photographs showing a kinked guide wire inside a plastic bag. No relevant information could be obtained from the photos. The returned guide wire had kinks located 3, 5 and 28 cm from the j-tip weld. Microscopic examination confirmed that both welds appear full and spherical. A manual tug test confirmed that both welds remain intact and the wire feels typical. The guide wire graphic specifies an outside diameter of .788/.826 mm and a length of 600 +/-4 mm. The guide wire length was confirmed to be consistent with the graphic. The outside diameter measured .801 mm, which also met specifications. The instructions booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, ars syringe or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the anesthesia/respiratory department. During insertion, resistance was met and the guide wire became kinked. As a result, everything was removed and replaced with a new kit. Catheter was placed successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.